Event description:
It was reported that during a site failure episode the user administered a subcutaneous insulin pen injection while remaining connected to the ilet, and the agent provided troubleshooting and education regarding appropriate procedures to avoid insulin stacking. Symptoms included hyperglycemia reaching 400 mg/dl. Outcomes included serious injury and the need for unexpected medical intervention in the form of medication, with no hypoglycemia occurring. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem involving an improper procedure, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.